Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. On-going.

Event description:
It was reported that: the user reported that the device was not working and displayed "technical failure" on the screen. It was reported that the patient started to desaturate to 68%.

Event description:
It was reported that: the user reported that the device was not working and displayed "technical failure" on the screen. It was reported that the patient started to desaturate to 68%.

Manufacturer narrative:
The affected oxylog 3000plus device with product serial no. (B)(6) was examined onsite by dräger service and the log file was made available for further investigation at the manufacturer¿s site. Additional information was provided that the device's internal clock was set about 14.5 hours late, but the date setting was correct. The time of the event was not known. Based on the log file review it could be confirmed for the 16th of august 2022 that the error message "supply: vvent out of range" was logged once. This error message indicates a deviation of the internal voltage supply of the device. In this case the ventilation function stops, and the alarm message "technical failure" is displayed as it had also been reported. Other than reported, no device malfunction was found on the reported date of event 15th of august 2022. Based on the available information, it was not possible to identify a specific root cause for the reported case that would establish a device malfunction. During the onsite device examination, no device fault was detected either as the device check was passed with no issues. The patient briefly dropped off saturation during transport. No other health consequences were reported. Also, the patient could be transported back to the ward with the same device without any further problem. In case of a technical failure the device alarms visually and acoustically. Potentially the ventilation may stop. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. A permanent hardware failure can be excluded as the device was used afterwards and no failure could be reproduced when checking the device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.